Manufacturer narrative:
Device evaluation: the lens was returned dry and bent in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Conclusion: as per dfu for this lens model, vticls are contraindicated for patients with an anterior chamber depth (acd) below 3.0mm. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.50/+1.5/082 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.